Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2352-50e, serial # (B)(4), description: trial linear 3-4 lead, 50cm. The explanted leads will not be returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's trial leads were pulled due to experiencing fever, chills and to decrease the risk of a suspected infection. It was later discovered that the fever and chills were not due to an infection, but were due to a sustained dural tear. No medical intervention was provided for the dural tear. The patient was in stable condition following the procedure.